Event description:
A report was received from a doctor regarding a memorylens that was implanted in 2000 in the patient's right eye and which lens had opacified. The date of diagnosis was also in 2000 and the patient's visual acuity at that date was 20/25-1 od. The doctor stated that he will probably need to explant the lens at some point in the future, but will monitor the patient.